Manufacturer narrative:
Refer to evaluation summary: (B)(4). It was reported that during a pulmonary vein isolation ablation (pvi) procedure, the customer experienced unwanted pacing issue. When the physician tried to pace from a lasso catheter or cs catheter, the physician noticed that the pacing being started routing via ablation catheter. This type of malfunction is assessed as reportable event. In addition, the customer experienced signal noise on recording system. The case was completed without any patient consequence by pacing directly from the recording system it was noticed by (B)(6), that the pacing cable was connected incorrectly. It was connected to the map catheter direct input instead the usual generic input on the carto 3 patient interface unit. The cable was properly connected for the subsequent case. No further reports of problem after service consultation. System is operational. DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulmonary vein isolation ablation (pvi) procedure, the customer experienced unwanted pacing issue. When the physician tried to pace from a lasso catheter or cs catheter, the physician noticed that the pacing being started routing via ablation catheter. This type of malfunction is assessed as reportable event. In addition, the customer experienced signal noise on recording system. The case was completed without any patient consequence by pacing directly from the recording system. Multiple attempts were done to request for further details of the event. However no additional information has been provided.